Manufacturer narrative:
A serial and model number of the connector was not provided. An olympus field service engineer (fse) was dispatched to evaluate and repair the device. The fse replaced the two broken gray connectors. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), the endoscope reprocessor had a broken gray connector. There was no harm or user injury reported due to the event. Patient identifier (B)(6) captures the complaint on the reprocessor. Patient identifiers (B)(6) capture the complaints on one of the broken gray connectors.